Event description:
It was reported that pump displayed malfunction alarm 199 in tandem source and that pump screen became dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Customer plugged pump into known working power source, confirmed screen turned back on with malfunction code, and worked with technical support to reset pump, after which malfunction did not recur and customer was advised to continue using pump and to call back if issue returned.